Manufacturer narrative:
The device was not returned for analysis; therefore, no visual or functional testing was able to be completed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and hold the fiber tip to a nonreflective surface, and ensure that a circular green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. A risk review was completed and confirmed that the event of fiber tip detached/broke inside patient is defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. With all the available information, boston scientific concludes that the reported complaint was not confirmed. Based on the information available, an investigation conclusion code unable to exclude device problem was assigned to this investigation.

Event description:
It was reported that during a procedure, when the fiber had been in use for some time, the fiber tip suddenly stopped emitting the green light. There were no sound or error codes, and the system appeared to be functioning normally, but when pressing the pedal it did not work. After a short while, the fiber started working again and at that point it was noticed that the fiber tip (the transparent part) was missing. Per physician, it appears that the fiber tip broke while inside the patient. Reportedly, the procedure was completed with original device. There were no patient complications.

Event description:
It was reported that during a procedure, when the fiber had been in use for some time, the fiber tip suddenly stopped emitting the green light. There were no sound or error codes, and the system appeared to be functioning normally, but when pressing the pedal it did not work. After a short while, the fiber started working again and at that point it was noticed that the fiber tip (the transparent part) was missing. Per physician, it appears that the fiber tip broke while inside the patient. Reportedly, the procedure was completed with original device. There were no patient complications.